Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer had multiple bent non-tandem cannulas. The customer's blood glucose (bg) level was 513mg/dl and had moderate levels of ketones. Bg and ketone level was addressed by administering a manual injection. An infusion set site change was performed resolving the issue.